Manufacturer narrative:
Clarification to e2 - health professional? N. Clarification to e3 - occupation: na. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: deflation.

Event description:
Allergan aesthetics received a report via nbir of a right side deflation. Device has been explanted and replaced.